Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance was encountered and a dissection occurred. The target lesion, in the moderately calcified and mildly tortuous mid left anterior descending (lad) artery, was being treated for in-stent restenosis of a non-bsc stent. A taxus express2 2.5x24mm drug eluting stent was positioned and deployed at 8 atms and when the physician attempted to retrieve the balloon, the guide catheter was pulled into the ostium of the lad. A dissection of the lad occurred. As the physician pulled the guide catheter, the guide wire also came back which caused the physician to lose the wire placement. With some difficulty, the vessel was rewired with another manufacturer's guide wire and a choice pt guide wire and two more taxus stents were implanted to treat the dissection. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.